Event description:
This lead was capped on (B)(6) 2017 due to a slow rise in pacing impedance and threshold over the past five months. No adverse patient events were reported.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed a stable pacing impedance around 400 ohms between (B)(6) 2016 and (B)(6) 2017. Between (B)(6) the pacing impedance gradually increased to >3000 ohms and subsequently stayed out of range until (B)(6) 2017. Furthermore the pacing threshold increased between (B)(6) 2017 from initially 1.2 v to approx. 3.5 v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.